Manufacturer narrative:
Device will not be returned for eval per the account contact person. Investigation is still ongoing. If any new info is rec'd, a f/u report will be submitted.

Event description:
It was reported that during a laparoscopic cholicystectomy, the spatula became loose and dislodged inside the pt. The area was irrigated and visually inspected but they were unable to locate the tip of the spatula.